Manufacturer narrative:
(B)(4). Batch # r9211k. Investigation summary. The device was returned with the blade cracked inside of the tube. The device was connected to the gen11 to test functionality. It did not pass functionality testing and an alert screen was displayed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a hysterectomy procedure, the gen11 throws a message to remove the patient's clip, as it happens when the active blade contacts metal (but in this case there is no contact). When the harmonic is removed and reactivated, the gen11 asks for replacement of the instrument immediately. The tip is not dirty and the teflon is in perfect condition. It is working in power 5 but without overloading the jaw with tissue. There was no patient consequence.